Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The rotaflow console with serial number (B)(6) and the rotaflow drive with serial number (B)(6) will be send to germany for investigation/repair under RMA# (B)(4). The rotaflow console and the rotaflow drive was received in rastatt on 2019-10-18 the rotaflow console was investigated in the service department in rastatt on 2019-10-23 with the following result: on the power supply board, f3 blown directly to the left of tp4. Through test measurements, the flow measure board could be detected as defective. The flow measure board and the powersupply board from the workshop console were installed as a test, and the customer rotaflow starts without any problems. The rotaflow console will be forwarded to further investigation to the life cycle engineering (lce). Investigation life cycle engineering from 2019-11-14: a rotaflow console with the serial number (B)(6) received in the lce on 2019-11-14. The service has already determined that after exchange the power supply board (psb, 701051622) and the flow measurement board (fmb, 701037532) the console could be operated normally. The serial number of the fmb is (B)(6) and that of the psb (B)(6). Following complaints were already investigated in the past with comparable defects. (B)(4). Probable root cause from lce: during the preliminary investigation by the service it was already established that the fuse f3 on the psb no longer led, so is defective or too high electricity was released. This fuse sits at the output of the voltage converter, the provides the voltage -12v. Therefore, a short circuit in the -12v path of the fmb is assumed to be the cause of the error conclusion from lce: due to the short circuit of the capacitor c107 it came to a reduced resistance in the -12v path of the fmb. This resulted in a greatly increased current consumption and thus to trigger the fuse f3 on the psb. The voltage -12v is, among other voltages, by the control board (701037533) supervised. If this voltage is outside the tolerance, the message will be displayed "error -12vtest" is displayed. In addition, due to the different voltage further malfunctions are caused with other messages, so for example the message "error reference". After replacing flow measurement board and power supply board, the rotaflow console can be reused. According the service report 10477895/RMA (B)(4) the flow measurement board (701011681) and the power supply board (701011675) was replaced by the service in rastatt. The rotaflow console and drive was tested according to the current valid service protocol and passed all tests. The affected rotaflow drive with serial number (B)(6) was forwarded to the manufacturer em-tec on 2019-11-12. According to the service report RMA (B)(4) from em-tec following work has been done: the affected rotaflow drive is part of the fsca-2019-11-11 and therefore the control cable assy was reworked and tested according "control cable assy_id10373_reworkanweisung_v1.0". Conclusion: the reported failure "error message -12 v failed" could be confirmed and the failure was only influenced by the rotaflow console. On the rotaflow drive no failure was detected. Most probable root cause for the reported failure could be a short circuit in the -12v path of the fmb according to the lce investigation. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Correction: awareness date in emdr 240105 was not the correct one. Correct awareness date 2019-08-20.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available

Event description:
It was reported that during treatment the unit displayed the message "error -12v test" and "error-reference". Due to the fact that the error message leads to a pump stop and the staff used the hand crank (no backup device). No harm to the patient was reported complaint ID: (B)(4).